Event description:
A low/high alarm issue was reported with the adc freestyle libre 2 sensor. A customer reported the sensor failed to alarm and as a result, she experienced ketoacidosis and a loss of consciousness. The customer was unable to self-treat and had contact with a healthcare professional who administered insulin (type/dose unknown) for the diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. A valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low/high alarm issue was reported with the adc freestyle libre 2 sensor. A customer reported the sensor failed to alarm and as a result, she experienced ketoacidosis and a loss of consciousness. The customer was unable to self-treat and had contact with a healthcare professional who administered insulin (type/dose unknown) for the diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.